Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -09.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and elevated intraocular pressure. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4) (new incision) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).